Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had migrated. The patient underwent a lead revision procedure and was doing well post-operatively.